Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect system control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that there was an intermittent issue and the image acquisition system (ias) pendant would enter standalone mode when 2d images were saved or when the 3d button was depressed on the pendant. Restarting the system would resolve this issue. Additionally, there were frame grabber errors observed in the logs. The medtronic representative replaced the mvs computer, the system control board, the iaw, and the asm. The replaced parts were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the mobile view station (mvs) and the imaging system would not maintain a proper connection. The rep suspected that the issue was being caused by a loose mvs interface cable. No patient was present during the time of the reported incident.